Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 02/02/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed

Event description:
It was reported that during routine shift check the autopulse platform (s/n (B)(4)) would intermittently power on by itself. The customer tested the device with different batteries with the same result. There was no patient involved with this event. No additional information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found that the top, motor, and encoder covers were damaged. Additionally, the battery partition and screw were missing. These physical damages are not related to the reported complaint that the autopulse platform would intermittently power on. The autopulse platform is a reusable device and was manufactured on 11/10/2006. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device. A review of the platform archive log showed several user advisory (ua) 13 (battery fault detected) with li-ion battery serial number (B)(4) on the reported date (B)(6) 2016. During functional testing, the autopulse platform was run multiple times on a test manikin using the li-ion battery (s/n (B)(4)) that was returned by the customer and a different test battery without any issues. The check on/off switch also functioned properly. In summary, the customer's reported complaint of autopulse intermittently powers on was not confirmed during functional testing. The autopulse was powered on multiple times using the customer battery and several test batteries and the platform powered on as intended. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. Therefore, the exact root cause for the platform powering on intermittently could not be determined.